Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's sepsis could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The pump will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including sepsis, multiple types of organ failure and dysfunction, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to sepsis. The patient developed multiple organ failure due to sepsis. On (B)(6) 2025, the family consented to withdraw life-sustaining treatment and discontinue the left ventricular assist device. The source of infection was related to the sternotomy wound. The outcome was not considered device or therapy related.